Event description:
Information received from the field does not address the patient's clinical status but notes that the device went into back-up operation and could not be reprogrammed to another mode.